Event description:
Customer called stating that the meter is missing segments in the display. A review of the system was performed while on the phone. It was determined that segments were missing in the units position. The customer was asked to return the meter for evaluation and a replacement meter was provided. The customer was invited to call 24/7 with future questions/concerns.